Manufacturer narrative:
Accuracy testing was performed with a panel targeted in the range of 0.22 to 0.42 ng/ml using in-house retained reagent lot 06017un13. All acceptance criteria were met indicating acceptable assay performance for this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. The results of the current evaluation demonstrate that reagent lot 06017un13 is performing as expected. A product malfunction was not identified.

Event description:
The customer reports that a falsely elevated architect stat troponin-I assay result was generated for one patient sample tested with the architect i2000sr analyzer. A result of 0.078 ng/ml was generated, which is above the 99th percentile cut-off value of 0.032 ng/ml. The customer also uses a value of 0.045 ng/ml as a decision point. The sample tested negative (less than 0.01 ng/ml) on a non-abbott platform. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).